Event description:
Reportedly, the bmw guide wire and trek balloon catheter were used to treat two lesions in two different vessels. No resistance was felt during treatment of the first target lesion located in the circumflex which involved the implantation of a stent; however, during use of the two devices in a second target lesion located in the right coronary artery, resistance was felt during removal inside a non-abbott guiding catheter between the bmw guide wire and rx trek after predilatation, so the devices were removed from the patient as one unit. Upon retraction of the devices outside of the patient's anatomy, it was noted that the balloon had separated; however, it was located inside the guiding catheter. The physician used a bare wire to jam the balloon and retrieved it outside of the guiding catheter. The same bmw guide wire was reinserted and a xience v stent was advanced; however, resistance was felt again so the devices were removed as one unit. The xience v stent was ultimately implanted to treat the target lesion. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek rx, indicated is being filed under a separate MFR number. Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood on the coils and contrast on the core which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The tip coils were stretched distal from the center solder. There were also stretched intermediate coils at the proximal solder. The noted stretched tip coils and intermediate coils were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as there was no damage reported during inspection prior to use. The trek balloon catheter was returned with blood in the guide wire lumen and on the balloon shaft and contrast in the inflation lumen. The balloon was separated form the outer member, 1 mm distal to the proximal balloon seal and was returned. The material at the separation was jagged. The proximal end of the balloon was folded in towards itself. The shaft was stretched at two sections. There was a kink in the shaft, 4.7 cm distal to the guide wire exit notch. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The outer diameter of the solder joints were measured with a hole gauge; however, the hole gauge would not advance past the stretched intermediate coils and this did not meet manufacturing criteria. The outer diameter of the guide wire was measured with a laser micrometer and this met manufacturing criteria. The inner diameter of the balloon catheter was measured with a pin gauge and this met manufacturing criteria. An attempt was made to backload the returned bmw guide wire through the balloon catheter; however, the guide wire would not advance past the stretched intermediate coils. In this case, the guide wire was likely damaged during use and/or during interaction with the anatomy, such that resistance was noted during retraction of the trek balloon catheter. A search of the lot history record indicated no non-conforming material reports for the lot. Additionally, a query of the complaint database indicated that there are no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the guide wire tips after they are loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.